Manufacturer narrative:
The returned device was evaluated. During testing the device was only able to power on under ac power. When switching from ac to dc power, the device shut down. The device is able to obtain readings and provides audible and visual alarms under alarm alert conditions and is fully functional. Internal inspection revealed that the battery cables weren't connected to the battery contacts and the battery had signs of leakage and contamination. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues related to this reported event.

Event description:
The customer reported that the battery is due for replacement and randomly turns on and off. No consequences or impact to patient were reported.